Event description:
It was reported that placement of the proglide sutures were attempted in the right common femoral artery using the perclose technique prior to an interventional procedure. The arteriotomy was 6fr sheath. Reportedly, during removal of the plunger, no sutures were attached, a cuff miss occurred. A second proglide was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The plunger, suture, link, needles, and cuffs were not returned with the device, without the return of these components, the scope of this investigation was very limited and the reported cuff miss could not be confirmed. Based on the reported information, manufacturing inspection criteria and analysis of the returned device, the probable cause for the reported cuff miss could not be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.